Event description:
A facility reported disengagement failure during a procedure. The drill used with the perforator was midas. It is unknown if the perforator clicked in place on the drill. It is also unknown if the recommended spring tests were performed between each burr hole or if there was surgical delay. No additional information was provided.

Manufacturer narrative:
The device identifier number for this product is (B)(4). The perforator was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.